Event description:
It was reported by the clinician that when the nurse went to flush the line, the white port on the end of the hub fell of in her hand. As a result, a new catheter was placed with a new stick. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.